Manufacturer narrative:
(B)(4). H6 health effect - clinical code - e2010 needle stick/puncture. Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction was occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient experienced a skin reaction with inflammation and infection underneath sensor pod area only. The patient was treated with doxycycline a week later. At the time of the report, the patient continued to experience pain beneath the skin at the infection site. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.